Manufacturer narrative:
Customer used the gel method for testing. The package insert indicates the tube method is to be used with the product. The presence of the k antigen was confirmed on retention panocell-10, lot 06776. The customer did not return product or sample for investigation.

Event description:
Customer reported unexpected negative reactions with cell #7 (k positive) of panocell-10, when testing a pt known to have an anti-k antibody. Gel method was used. Repeat testing performed using the tube method also resulted in negative reactions. Testing of the cell with anti-k antisera in tube resulted in weak positive reactions.